Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly during priming, basal, bolus. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated she had a headache, did not feel right. The customer declined to troubleshoot and wanted the pump replaced. The customer was able to rewind pump and stated that the reservoir did not move the first time we tried to prime the tubing when the reservoir was not connected. The customer try prime again and she stated the piston did not move a little. The customer wants the pump replaced. The customer is being sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.